Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a colonoscopy, the physician positioned the snare around a polyp and attempted activation using the yellow pedal on the generator footswitch. No energy output was delivered, and the snare reverted to a cold state. As a result, the tissue was transected mechanically rather than by electrocautery, leading to bleeding. The physician controlled the bleeding using a clip, and the procedure was completed. The patient was admitted for observation and discharged the next day.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.